Event description:
Information was received from a patient who was implanted with a neurostimulator for an unknown indication for use. The patient stated that suddenly last week they had no stimulation and they have not been able to successfully charge their device since then. Poor communication and a poor communication screen were seen on the patient¿s implantable neurostimulator recharger (insr) and patient programmer and the implantable neurostimulator (ins) will not charge since last week. No troubleshooting was done due to lack of access to product. The patient would follow up with their healthcare professional (hcp) to schedule a time with their manufacturer representative (rep). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.